Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter displayed an "error 4" message. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 4-5x daily. The patient manages her diabetes with metformin pills and levemir insulin. The alleged issue began on (B)(6) 2012 about 3pm. The patient denied making changes to her usual diabetes management routine. The patient confirmed she did not develop symptoms or receive medical treatment due to the alleged issue. About 3:30pm that same afternoon, the patient reportedly obtained a blood glucose result about "125-130 mg/dl" with another device. The cca walked the patient through a retest to try to resolve the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms or receiving medical treatment. However, this complaint is being reported because the alleged "error 4" message remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.